Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with amikacin injection intraperitoneally (ip) (100 mg, daily), reflin injection (ip) (1gm, daily), meromer injection (ip) (1gm daily) and vancomycin injection (1gm, daily). At the time of this report, the peritonitis was reported to be resolving and the pt was recovering from the event. Additional information was requested but is not available.